Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent damage occurred. Upon opening the package, the physician realized that the 2.50x32mm taxus liberte stent struts were already opened. There were no patient complications reported and the procedure was completed with another of the same device.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent damage occurred. Upon opening the package, the physician realized that the 2.50x32mm taxus liberte stent struts were already opened. There were no patient complications reported and the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Proximal stent struts on rows 1 and 2 were stretched proximally. Solidified blood was present on the outer surface of the damaged section of the stent, and also the surface area of the proximal section of the balloon. There was no blood present within the inflation lumen. No kinks or damage were noticed along the shaft of the device. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).